Event description:
It was reported that during a surgical procedure at the user facility the sonopet handpiece was causing irrigation tip sleeves to melt. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a surgical procedure at the user facility the sonopet handpiece was causing irrigation tip sleeves to melt. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.